Event description:
A patient underwent a panniculectomy procedure, and the insorb 2030 skin stapler was used to close the incision. The stapler returned for investigation is missing a portion of the plastic component (greater than 5.0 mm^2) and the whereabouts of the broken plastic component is unknown.